Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the keylock on the pump came open and delivered a 0.1 units insulin quick bolus unintentionally. Caller stated patient's blood glucose level dropped 40 mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.